Event description:
It was reported the patient underwent a replacement operation the day prior to report to replace their implantable neurostimulator (ins) due to depletion. It was stated the patient died that night after the operation, on (B)(6) 2014. It was later reported the patient¿s cause of death was unobtainable. It was stated the patient¿s death was not device related according to the doctor¿s indication. It was stated the death was not related to the patient¿s therapy.

Manufacturer narrative:
(B)(4).